Event description:
The tip of this guidewire broke free during a "quadricep repair". The broken piece was left in the patient. The surgeon did not experience a delay to the surgery as a back-up wire was immediately available. The length of the piece which ws left in the patient has been requested on two separate occasions. No other information is available at this time.